Event description:
It was reported that while doing inventory inspection of aviator set, it was noticed that one of the plates looked odd, upon further examination one of the locking wings was flared up and out of place.

Manufacturer narrative:
Method: visual inspection; results: no specific details were provided concerning the aviator set history that could have contributed to the reported event. Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be a aviator assy two level plate. It was confirmed via visual inspection that one spring bar of the plate was deformed. This was found during set inspection. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that while doing inventory inspection of aviator set, it was noticed that one of the plates looked odd, upon further examination one of the locking wings was flared up and out of place.